Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected where it was noted that the irrigation extension tubing was partially separated at the luer fitting, an adhesive joint location. This would prevent a proper amount of irrigation fluid from entering the catheter. In addition, review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Also, a review of the use documents found no evidence of the device being used in a manner inconsistent with the labeled indications.

Event description:
It was reported that during preparation for an ablation procedure using an intellanav stablepoint open-irrigated catheter to treat atrial fibrillation they noted that the irrigation was insufficient. They connected the catheter to the saline pump and started the irrigation and the "connection tube was insufficient". No error messages appeared. They exchanged the catheter and were able to complete the procedure without patient complication. The catheter has been received by boston scientific for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an ablation procedure using an intellanav stablepoint open-irrigated catheter to treat atrial fibrillation they noted that the irrigation was insufficient. They connected the catheter to the saline pump and started the irrigation and the "connection tube was insufficient". No error messages appeared. They exchanged the catheter and were able to complete the procedure without patient complication. The catheter is expected to be returned for analysis.